Event description:
It was reported that during implant, screwing into the muscle (16 turns) was ok, screwing back into the lead was ok again, screwing into the muscle for the second time was not possible. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Summary: device analysis of (B) (4) showed that the distal conductor was distorted and fractured within the connector. Analysis also revealed the connector pin was bent.